Event description:
Olympus received a medwatch form, which stated that during a laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy the device failed to cauterize a bleeding site. The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The forceps referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined.